Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanceed algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liqud level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sized and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 12/3/96, an erratic result was received while running the phenytoin assay on the analyzer. The result obtained was 1.74 mg/l and a result of 2.0 mg/l was reported at 23:35. No errors were given with the erratic result. The pt was administered dilantin by IV based on this result. The attending physician questioned the result and requested that the sample be rerun. The sample was retested, and a result of 39.0 mg/l was reported on 12/4/96 at 17:01. After the discrepancy was determined, the pt was monitored periodically in ICU and was maintained within the therapeutic range for phenytoin. Further pt info was not available from the account. No report of injury.